Manufacturer narrative:
The evaluation of the explanted pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing. The severed portion of the driveline, the sealed inflow conduit, the sealed outflow graft, the bend relief, and bend relief collar were not returned. The inlet stator bearing cup and rotor bearing ball revealed dark red, tissue-like depositions. The deposition had areas that were denatured and had a ring-like structure, which are indications that it likely developed over an undetermined period of time around the bearing while the pump was in operation. However, it appeared to be in early stages of development with minimal layering. The duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a red/white, soft deposition. The deposition was loosely seated and lacked laminated layering, which indicates that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball suggest that it may have been present while the device was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The explanted device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to suspected pump thrombosis. No additional information was provided.